Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided instructions to reset the pump, which resolved the malfunction successfully. The customer was advised to continue using the pump and to reach out if the issue reoccurs, acknowledging and understanding the guidance provided.